Event description:
Philips received a complaint on an unknown patient monitoring product indicating that they cannot measure the tele strips system is frozen. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Device analysis could not be conducted, because the customer could not provide accurate information for case creation of the site location and did not provide an email to send the forms. The product malfunction was unable to be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Section e: reporting institution phone #: (B)(6).